Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low, out-of-range pacing impedance measurements triggered a lead safety switch on this right ventricular (rv) lead and associated pacemaker. Noise and oversensing were also reported on this rv lead. Following review of device electrograms (egms), boston scientific technical services (ts) concluded that the noise did not appear to be due to oversensing the minute ventilation signal. Ts recommended the patient be seen in clinic for system evaluation. Another request was made for egm evaluation. Ts noted that a lead issue seemed likely and also suggested reviewing mv settings, as the setting was high. Impedance and threshold were reportedly consistent. The patient is not pacemaker dependent; no adverse patient effects were reported. This lead remains in service.